Manufacturer narrative:
From the information provided on the incident report, this event was not device related. An analysis of the device cannot be performed as the device was not returned. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had infection in the knee. The tibial insert was revised.